Event description:
It was reported that the customer received a watchdog timeout alarm, an unexpected restart alarm, as well as a (B)(4) software anomaly alarm. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump passed displacement test, selftest and unexpected restart error test. Unit was monitored and functioning properly. No alarms noted. Unit confirm alarm at alarm history file due to corrupted history file. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.